Event description:
Per boston scientific, this lead was explanted due to a "product performance issue." The boston scientific ICD was explanted at the same time due to premature battery depletion. Per the explanting physician's office, the nature of the malfunction is unknown, as the only notes state that the boston scientific rep recommended that both device and lead be explanted due to premature battery depletion of the ICD.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments. All fragments of the lead were returned for analysis. The returned lead fragments were analyzed. The inspection of the lead fragments demonstrated multiple signs of wear. The insulation was found rubbed through. The conductor to the rv shock coil was found fractured in this area. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.